Manufacturer narrative:
Method: the device lot number was not able to be obtained and therefore a review of the manufacturing records cannot be performed.

Event description:
It was reported that a pt underwent a carotid endarterectomy using a gore acuseal cardiovascular patch for angioplasty. Six to nine months following the procedure, the pt presented with pseudointimal hypertrophy of the intraluminal surface of the patch. The patch remains implanted; however, a stent was also placed to treat the stricture.